Event description:
(8-21-06) patient study exit form (trust) received from clinical patient expired in 2006 patient admitted to hospital three days earlier complaining of confusion and low blood sugar. During transport to hospital by ambulance, patient had a cardiopulmonary arrest. Patient was intubated. In the hospital, the patient was started on amiodarone due to ventricular arrhythmia. Patients ICD fired several times. Patient was unresponsive and was declared deceased three days later.